Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during an unknown therapy step. The baxter technical service representative (tsr) had the home patient (hp) recycle power and the hc alarmed with system error (se) 2367. The tsr had the hp recycle power again and the alarm cleared. The tsr advised the hp to start over with new supplies. The hc was operational. There was patient involvement but no serious injury or medical intervention was reported. Product surveillance contacted the hp on (B)(6) 2011 regarding a system error 2240 alarm. Per the hp, the supplies were discarded and the lot number was not known. The hp stated, he did not disconnect at any time during therapy. The hp did not contact his pd rn regarding the alarm. The hp stated he started over with new supplies and resumed therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A request for the return of the device was made. The device would not be received by baxter as it has been discarded. A follow-up report will be filed upon if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA # (B)(4).